Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave an out of range signal twice. One of the out of range signals lasted for 30 minutes and the other lasted for 1 hour. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.